Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the back, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the skin under the sensor patch was red, itched and had scar tissue. The patient contacted the clinic and was told to use a skin prep prior to insertion. No additional patient or event information is available.